Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was receiving lioresal (baclofen) (500 mcg/ml at 133.25 mcg/day) via implantable infusion pump. It was reported that the patient has been having intermittent motor stalls and recoveries lasting for a range of 6 minutes to 45 minutes, but nothing longer. It was noted that the patient has an ipad that they use on their lap. Pump logs were read which noted that the first motor stall occurred on (B)(6) 2021. It was confirmed that the motor stalls occur in the morning, afternoon, and evening. The hcp believed that the patient must have some magnetic source that is causing the pump stalls. It was noted that the patient has not had any withdrawal symptoms. It was confirmed that the patient can hear their pump alarming when the stall occur, so the hcp was told to inform the patient to look around their environment when they hear the pump alarming to determine what could be a magnetic source.omitted information pertaining to previous pump motor stall in pe (B)(4).